Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2020, the patient underwent surgery with a plate and the screws in question. After the surgery, on (B)(6), 2022, the patient underwent the removal surgery for the distal femur. While, the surgeon tried to remove locking head screws, and the four screws were difficult to remove from the lcp distal femoral plate. It was removed eventually with carbide drill bits and other instruments. It was the first time that the surgeon could not remove four screws, and the surgeon would like to know malfunctions of the same lot products and similar cases of the products. Procedure was completed successfully with forty-five(45) minutes surgical delay. This report is for one (1) lockscr ø5 self-tap l55 tan. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 413.370s, lot # 68p8877, manufacturing site: (B)(4). Release to warehouse date: september 11, 2020.. Expiry date: 01. September 2030.. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.